Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer's pump was not delivering a bolus properly. No impact the customer's blood glucose. Tandem technical support reviewed pump data logs and found pump to be functioning as intended. Additionally, it was reported that the pump battery was intermittently observed to be depleting rapidly. Customer had manual injections for alternate insulin therapy.